Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited shock impedance measurements high out of range in the right ventricular (rv) lead. Technical services (ts) reviewed and recommended to consider lead replacement. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field stating this lead was capped. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited shock impedance measurements high out of range in the right ventricular (rv) lead. Technical services (ts) reviewed and recommended to consider lead replacement. This lead remains in service. No adverse patient effects were reported. Additional information was received from the field. This rv lead was capped and replaced. No additional adverse patient effects were reported.